Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's clinical specialist further discussed with user the instructions for use when applying the mounting pads. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit alerted without a message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2020, the team stated that they were hearing an audible level alert message, but that there was no message in the messaging area of the central control monitor (ccm) or the alarm/alert area of the secondary screen. The team discussed the occurrence with the clinical specialist and they concluded that it was a coupling, decoupling of the level sensor pad(s) too quick to generate the message on the ccm. Neither the pads nor the cables were exchanged on bypass. This did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event. The case continued without issue.